Event description:
This report is being filed retrospectively per the FDA's request. Per the audiologist, when the pt tried to remove the sound processor in 2006, the flange fixture with abutment came out still attached to the sound processor. The audiologist reported that there was some blood in the abutment when it came out. The audiologist also reported that there were no pt medical factors that might have contributed to lack of osseointegration, that there was adequate cooling of the bone during surgery and a three month period between surgery and sound processor use. The pt received another flange fixture and abutment two months later, and reportedly was using the baha sys as of 2007.

Manufacturer narrative:
The flange fixture and abutment were evaluated. The device was within all specifications. No faults were observed when the device was examined under a microscope. Snap coupling force for coupling the sound processor and abutment was checked and found to be within specifications. This is a final report.